Manufacturer narrative:
The reported field event of an error message could not be confirmed because the error message was not observed upon interrogation in the lab. The device¿s ble was unable to be established; only inductive telemetry was possible. Review of the device image showed an abnormal drop in battery voltage as well as intermittent high current occurred, which resulted in premature battery depletion. Although the error message was not observed in lab, it was consistent with the detection of a premature depletion of the battery voltage. The cause of the loss of ble telemetry and premature battery depletion was consistent with a ble circuitry anomaly.

Manufacturer narrative:
The reported field event of an error message reading ¿an unexpected device condition has occurred¿ could not be confirmed because this error message was not observed upon interrogation in the lab. Bluetooth (ble) telemetry anomaly was confirmed. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported the device was subject to the ble malfunction action issued by abbott on(B)(6)2022. ¿

Event description:
It was reported that the patient presented for initial implant. During procedure, the implantable cardioverter defibrillator was interrogationed and an error message kept appearing on screen. The device was not implanted. The patient was asymptomatic.